Event description:
Additional information received reported that the patient was seen at the hcp office on 2015 (B)(6) for a refill and the expected residual volume (erv) was 4.3, and the actual residual volume was 8 ml. The patient had 12 flex steps programmed. The patient did not report any symptom change, and the hcp was not concerned about the volume discrepancies. The logs showed no stalls. The reporter stated, they would likely keep an eye on the patient, and if the volume discrepancies would worsen, they would consider catheter troubleshooting. The patient was doing fine and the volume discrepancy fell within normal specification.

Event description:
It was reported that the patient had experienced volume discrepancies and a change in therapy effect with the refills. The problems with the refills had happened for four months, as this month ((B)(4)) was the fifth month. The pump is refilled every 45 days. It was reported that "there's too much left." The patient was sore and not feeling well. At the last refill, the health care provider (hcp) noted that the pump was empty and the programmer confirmed the alarm was occurring. The alarm was not audible; the patient stated that it was not going off. The elective replacement indicator (eri) was reported to be 25 months at last refill. The patient used to have a personal therapy manager (ptm), but reported it was more difficult to remember to give boluses to stay on top of the pain, so the hcp programmed flex mode with boluses every 2 hours throughout the day and then a basal rate at night. The drug that was used via the device system was fentanyl, bupivacaine, and unknown baclofen. The intervention and patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8590-1, lot# n253508, implanted: (B)(6) 2010, product type: accessory. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).